Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was an unspecified defect with the valve. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis. It was also reported that the "physician opened up the lead package and couldn't find suture sleeve"; however, a suture sleeve is not provided with the faradrive sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath there was an unspecified defect with the valve. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis. It was further reported that air was seen in the sheath despite multiple aspiration attempts. No air was seen in the patient and the sheath was replaced.